Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ventilator's bottom display was blank. The ventilator was not on a patient at the time of the event. The customer replaced the graphic user interface (gui) central processing unit (cpu). The service engineer updated the ventilator software. The ventilator passed self-testing.